Event description:
The customer returned the device stating "the pump was populating with error codes. The error code number was 41622"; during device evaluation it was found that the downstream occlusion (dso) seal was peeling. The product fault occurred during preventative maintenance. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the pump alarmed error code 41622. The cause of the error code was an inoperable motor. The motor and dso seal were both replaced to address these issues.